Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Adr reported information: on (B)(6) 2024 in hospital ophthalmology department, doctors need to use the disposable sterile insulin syringe during anterior chamber paracentesis, when open the package, found that there is a foreign matter on the needle, stop using it in a timely manner, replace the other disposable insulin syringe, the operation was carried out smoothly. Call center confirmed with the customer on august 16th: the customer said it was inconvenient to provide information and then hang up the phone. Call center check the material code in the system is 328421. Sample availability: unknown sample availability details: unknown.